Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress: battery compartment) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed a power on reset event on (B)(6) 2017. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap fit to the pump. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. Moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The pump alarmed with a call service 088 watchdog alarm upon confirming the verify screen. The power complaint was unable to be adequately investigated due to the call service alarm. The pump cover was removed to find moisture corrosion to the printed circuit board on the watchdog circuit.